Manufacturer narrative:
(B)(4). Evaluation summary: the bravo system was investigated visually for external damage. The investigation concluded that device was without damage and the device functioned according to specification. A review of the device history record indicates that the product was released meeting finished product specifications.

Event description:
According to the reporter, the bravo capsule attached but the tip of delivery device bent back on itself making it difficult for removal.